Event description:
The date of the event is estimated: a pt reported that she underwent a neck lift procedure in 2007 where contour threads were used. Pt subsequently complained of thread extrusion, pain, infection at the exit sites. Surgical intervention was required to remove the product. Note - this pt was not an appropriate candidate for this procedure. Subsequently, the pt underwent a surgical facelift to remove the excess skin which was her primary concern. Excess skin would not be resolved with this minimally invasive procedure.

Manufacturer narrative:
The MFR date and the expiration date of this product is unk. No item or lot info was available. The implant date is unk. The explant dates are unk. 510(k) #'s for contour threads: k041593 - midface lift, k042856 - brow lift, k050247 - neck lift, k050548 - bi-directional midface contour thread. Method: the device was not returned for evaluation. Furthermore, the product lot number is unk. Results/conclusions: the device was not returned for evaluation. No product evaluation can be performed. Furthermore, as described, this pt was not an appropriate candidate for this procedure. Primary complaint of excess skin would not be resolved with this minimally invasive procedure. Angiotech ref: (B)(4), unk item #, contour threads.